Event description:
The pt stopped using the implantable neurostimulator following knee surgery. She was not able to get stimulation therapy for a couple of months and was in a lot of pain. She hadn't been able to recharge her device either. An overdischarge was suspected. The pt was discharged from the practice of her hcp. It was later reported that a computed axial tomography scan showed that the leads were not connected. The pt was scheduled for total device explant. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).